Event description:
Iuco uses a cyclotron to generate a proton beam that is transmitted to an adjacent cancer treatment center (iu health proton therapy center or iu health ptc) where independent physicians (e.g. Radiation oncologists) use the beam to treat certain cancers. The beam passes through a pt-specific range compensator which is mounted to the end of the "snout". As part of each treatment setup, the therapist mounts the compensator and secures the latches that hold the compensator in place. The therapist must physically verify that the latches are secure - there is no external indication of the latch position. The event involves a compensator falling off of a 20 cm snout onto the pt couch while the pt was being set up for treatment. The gantry was in the treatment position at 280 degrees. The compensator grazed the pt's head and startled the pt, but the pt was not injured. One similar event occurred in (B)(6) 2012 which did not involve a pt.

Manufacturer narrative:
This is a unique device (this is the only proton therapy system made by iuco) and as such there is no model number, brand name, serial number or lot number. There are three 20 cm snouts available for use with the device at iu health ptc. Iuco has not distributed any snouts outside of iu health ptc. Based on task analysis of the event, the apparent cause is that the to compensator latch was either not locked or was accidentally released after the compensator was installed. The user installed the compensator and checked the latches so quickly that it was difficult to tell if the user was checking them in accordance with the user instructions, or if the user interaction could have accidentally released the latch. The failure (compensator falling out) could not be reproduced during the task analysis. The user report concluded that the cause of the event was a user failure to secure the compensator. Investigation of the snout itself determined that increasing the spring strength in the compensator latch may reduce the likelihood of use error. While the springs to not play a role once the latches are locked, they do affect how easily the latches lock when they are closed. In response to this eval, the springs have been replaced with stronger springs and a monthly preventive maintenance procedure instituted to verify the force required to actuate the latch lever. In addition, the user will be retrained on the instructions for use.